Event description:
Additional information was received that the cause of the event may be due to lead damage. However, no diagnostic imaging has been performed to confirm the lead damage.

Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. The device was reprogrammed as an interim resolution. The patient is stable with no consequences.